Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer's blood glucose (bg) level was in the 400's mg/dl and an insulin pen was used to address the bg level. The customer's pediatrician reported that the ketone level was high. The contact thought that there was a blockage in the tubing. The contact attempted to fill the tubing and no insulin was observed exiting the tubing. As the event had occurred in the past, tandem technical support was unable to troubleshoot to confirm the cause of the high bg.